Event description:
Disposable 14/11mm cranial perforator with hudson end broke while in use. The tool worked, and then stopped. The connector that is inside of the handpiece broke off inside the handpiece. All parts retrieved and saved. No delay or harm to patient.